Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6), 2008according to the complainant, the patient experienced unspecified complications post-procedure.all other information is unknown and reportedly unavailable.